Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting insufficient tidal volume. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor a delay was noted. The authorized service provider evaluated the device and confirmed the reported problem. It is recommended to restart the device and check the gas circuit.

Manufacturer narrative:
Per good faith effort response received, the customer called in inquiring about the fault of the insufficient tidal volume and the authorized service personnel communicated that the problem was with the flow sensor assembly and needs to be sent in for further evaluation and repair. However, it was confirmed that the diagnostic report did not reflect any error codes. The customer then declined device service and repair. Therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution were provided. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.